Manufacturer narrative:
Continuation of medical devices: 4555 lead implanted: (B)(6) 2008, dtba1d1 crt-d implanted: (B)(6) 2013.

Event description:
It was reported that rv (right ventricular) defib, svc (superior vena cava) defib and rv tip (rvt) to rv coil (rvc) pacing impedance alerts all triggered on the same day for high impedances. It was noted that the clinician was unable to reproduce artifact on rvt/rvc. All rv lead impedance alerts were turned off with only the rv lead integrity alert left on. The rv lead remains in use. No patient complications have been reported as a result of this event.